Manufacturer narrative:
The initial reported event of infection was submitted via an alternative summary report. As the product code for this model has been revoked from summary reporting, this new information does not qualify for summary reporting and is therefore being submitted via a 30 day report. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced redness and soreness at the implant site of the patient's implantable pulse generator (ipg) after the patient lost weight. The patient felt "uncomfortable," that there was swelling, and the device was too superficial. A pocket revision was performed to place the ipg deeper. During the case, the physician noted fluid in the pocket and suspected a possible infection. Cultures were taken from the fluid which came back (B)(6) for infection; therefore, the entire ipg system was explanted the next day. No further patient complications have been reported as a result of this event.